Event description:
It was reported that the camera head had an e224 communication error. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e224 error on the screen due to a faulty cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had an e224 communication error. The issue was found during preparation for use. There were no reports of patient harm.